Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and to correct the lot number. The suspected used device was returned packaged in the original tyvek pouch and box. The sheath and luer lock appeared in tact and free from damage. The balloon was burst with a lateral tear approximately 2 inches long. The device will be forwarded to the original equipment manufacturer (OEM) for further investigation. Additionally, a DHR review was conducted by the OEM and indicated the lot met all release criteria with no deviation or anomaly during production. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide the OEM's investigation results. The OEM provided the following summary analysis: the catheter sample was visually inspected under 0.7x - 20x magnification. An in-house 0.038" guidewire was used and it was not able to pass freely due to dried blood inside the shaft. The balloon has a jagged, longitudinal burst approximately two (2) inches in size. The balloon was dissected away from the rest of the catheter for better manipulation and investigation. Failure cannot be replicated due to the poor condition of the balloon. The stopcock is also on the guidewire port of the hub and not the inflation port which could indicate possible misuse. The root cause is undetermined. Failure is unable to be replicated. The stopcock is not on the correct port which may indicate misuse of the device as stated in the instruction manual (IFU). According to the IFU, there is a potential complication if the balloon is inflated on or near to a urological stone. As the burst of the balloon is very jagged, this cannot be determined without medical history of the patient.

Manufacturer narrative:
The referenced balloon was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined. However, as a preventive measure, the instruction manual provides warning that states, ¿increasing the inflation pressure, once the labeled diameter is reached, primarily increases the delivered radial force of the balloon. Due to risk of patient injury, it is always advisable to use the least pressure needed to achieve sufficient tract dilation. Excess pressure application can cause balloon rupture. The rated burst pressure of the balloon catheter is identified on the product label and on the back of the inflation port, and should never be exceeded during inflation. Over-inflation of the balloon may cause a rupture and could result in patient injury.¿

Event description:
Olympus was informed that during a percutaneous nephrolithotomy (pcnl) procedure, as the balloon was introduced in mid flank position in the patient, the balloon was reportedly inflated and burst at 12 atmospheric pressure inside the patient. The physician pulled the balloon out of the patient. There was no device fragments that fell into the patient. The procedure was delayed by five minutes as a second balloon was used to complete the procedure successfully. There was no harm to the patient reported